Event description:
A gated computed tomography scan was ordered to assess the outflow graft.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the report of low flow alarms. The low flow alarms were attributed to recovery, small left ventricle cavity, and position of the outflow graft. Malposition of the outflow graft could not be confirmed based on the information provided. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted controller event log file captured many intermittent low flow events, including multiple low flow alarms. During these events, estimated flow was captured at 1.6-1.9 lpm. Of note, the low flow alarm threshold was set to 2.0 lpm. No other notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 4 of the IFU explains that the low flow hazard alarm occurs when pump flow is less than 2.5 liters per minute (lpm). A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 7 of the IFU, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. The heartmate 3 lvas patient handbook also outlines system controller alarms as well as how to respond to each alarm condition. Following software upgrades, the heartmate 3 lvas pocket guides to alarms for patients, rev a, and clinicians, rev a, explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that " 1.5 low flow software" was requested for the patient due to constant low flow alarms. The patient had some recovery, left ventricular cavity was small and outflow graft (ofg) was positional. The patient was not a candidate for explant as when the flow dropped to 1.5 liters, the patient's pulmonary capillary wedge pressure (pcwp) during ramp increased to 25. Log files were submitted for review and captured numerous low flow alarms as well as multiple brief low flow estimates when the calculated pulsatility index (pi) was elevated.